Event description:
This record captures a review of literature article "posterior cervical lateral mass screw fixation analysis of 1026 consecutive screws in 143 patients" from the journal of spinal disorders tech (j spinal disorders tech 2005;18:297¿303). This study evaluates the results and complications of 1026 consecutive lateral mass screws inserted in 143 patients by a single surgeon. Over a 50-month period, a total of 1026 lateral mass screws were placed in 143 patients ages 12¿96 years, with these records retrospectively reviewed. The author states that no patients experienced neural injury or vertebral artery injury as a result of screw placement. A variety of different implants were used including oasys (16% of patients) and various competitor's devices (84% of patients). Although specific device information is unknown, until receipt of information which dictates otherwise, post-operative device failures and serious injuries to which a device may have contributed will be assumed to involve oasys devices. It was reported that 6 patients experienced post-operative screw migration and that 4 patients experienced post-operative screw breakage. Revision status for these patients is not provided. Because limited information is available about each individual event, per FDA guidance, one MDR is being submitted to capture these ten device malfunctions. Upon receipt of additional information, this report will be updated.

Manufacturer narrative:
The article 'posterior cervical lateral mass screw fixation analysis of 1026 consecutive screws in 143 patients' in the journal of spinal disorder technology, volume 18 (297-303) 2005, was reviewed. Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. The oasys surgical technique indicates: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials, which are placed within the body for the potential fusion of the spine. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. With the available information, a root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Manufacturer narrative:
'Posterior cervical lateral mass screw fixation analysis of 1026 consecutive screws in 143 patients' in the journal of spinal disorder technology, volume 18 (297¿303) 2005, was reviewed. Device location unknown.

Event description:
This record captures a review of literature article "posterior cervical lateral mass screw fixation analysis of 1026 consecutive screws in 143 patients" from the journal of spinal disorders tech (j spinal disorders tech 2005;18:297¿303). This study evaluates the results and complications of 1026 consecutive lateral mass screws inserted in 143 patients by a single surgeon. Over a 50-month period, a total of 1026 lateral mass screws were placed in 143 patients ages 12¿96 years, with these records retrospectively reviewed. The author states that no patients experienced neural injury or vertebral artery injury as a result of screw placement. A variety of different implants were used including oasys (16% of patients) and various competitor's devices (84% of patients). Although specific device information is unknown, until receipt of information which dictates otherwise, post-operative device failures and serious injuries to which a device may have contributed will be assumed to involve oasys devices. It was reported that 6 patients experienced post-operative screw migration and that 4 patients experienced post-operative screw breakage. Revision status for these patients is not provided. Because limited information is available about each individual event, per FDA guidance, one MDR is being submitted to capture these ten device malfunctions. Upon receipt of additional information, this report will be updated.